Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio observed that an internal connector, designator j14 which connects the therapy connector assembly to the therapy pcb assembly, was slightly unseated and not making a complete connection. Once this connector was reseated, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not detect a connection through the defibrillation therapy cable assembly when attempting to deliver defibrillation energy. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4).